Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the battery was at end of life (eol). The rep reported that the patient had not been using their system for over 2 years. The rep reported that they asked the patient to come into the clinic to try a different program. The rep reported that the patient wasn¿t interested in trying a different program. The rep reported that the healthcare provider (hcp) chose to explant the battery, extensions and tails of the lead at spine sight. The rep reported that the hcp left the paddle portion of the lead in the epidural space. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins () found no significant anomalies and the battery was over discharged and permanently damaged. Analysis determined that the implantable neurostimulator (ins) is permanently damaged due to {x} over discharge{s}. The ins passed the final functional test on the automated test console. After {3} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {2} over discharge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} the ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. The ins output was tested at the cut end of the returned extension and no output was observed on all electrode pairs. The main component of the system and other applicable components are: product ID 3708160 serial(B)(4) implanted: (B)(6)2008 explanted:(B)(6) 2017 product type extension product ID 39565-30 serial(B)(6) implanted: (B)(6)2008 product type lead product ID 3708160 serial(B)(6) implanted: (B)(6)2008 explanted:(B)(6) 2017 product type extension product ID 39565-30 serial(B)(6) implanted: (B)(6)2008 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: extension. Analysis results were not available at the time of this report. A follow up report will be sent when analysis results are available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on (B)(6)2017. The rep reported that the battery depleted normally. The rep reported that the patient stated that it wasn't helping with her pain. The rep reported that the physician didn't want to remove the surgical lead. The rep reported that the battery was not replaced. The rep reported that the device would be returned for disposal.